Manufacturer narrative:
E1: initial reporter city: (B)(6).

Event description:
It was reported that slow deflation and removal difficulty occurred. A 10mm x 2.50mm wolverine coronary cutting balloon monorail was selected for use. During withdrawal, it was noted the deflation speed was slow during removal, making it difficult to remove. The device was successfully removed without issue. The procedure was completed with this device. There were no patient complications.

Event description:
It was reported that slow deflation and removal difficulty occurred. A 10mm x 2.50mm wolverine coronary cutting balloon monorail was selected for use. During withdrawal, it was noted the deflation speed was slow during removal, making it difficult to remove. The device was successfully removed without issue. The procedure was completed with this device. There were no patient complications.

Manufacturer narrative:
E1: initial reporter city: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual and tactile examination identified no issues. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon material identified a pinhole in the mid-section of the balloon body. Microscopic examination of the blades identified a 5mm blade segment missing on blade 1. A missing 1mm blade segment on blades 2 and 3. All blade pads are intact. Bumper tip showed no signs of distal tip damage. No issues noted with the distal markerband. The proximal markerband and therefore it was not possible to load a 0.014'' guidewire.